Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction, inspected the device and replaced the 10.4 liquid crystal display (lcd) panel. The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test; the device operated within the manufacturing specifications. Covidien reference: (B)(4).

Event description:
Covidien rec'd info from (B)(6) stating that an 840 ventilator had an erratic display. A vertical red line appears in the lower screen, and it is difficult to see setup parameters. The ventilator was not in user on a patient at the time the malfunction occurred.